Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that oversensing was noted on the rv lead which resulted in pacing inhibition. The patient complained of occasional dizziness. The device was reprogrammed with vvi mode and no hv therapy had been delivered. The lead was explanted and replaced.